Manufacturer narrative:
This event occurred in (B)(6). This complaint has not been confirmed. The device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury ws reported, no medical attention was reported to have been sought. This is being reported as a possible product separation, as the separation os the device is a possible choking hazard.

Event description:
Consumer called to complain that he did exactly what the instructions said but is concerned as the bottom blue layer has begun to detach from the rest of the guard.